Manufacturer narrative:
A ge rep evaluated the system and reset the configuration settings and provided them to the customer. The system operates as intended.

Event description:
The customer reported that the system would not display a live image. There is no report of pt injury or death.